Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 34mm mitral annuloplasty ring, it was explanted and replaced with a non-medtronic mechanical valve. It was reported that the ring repair was unsuccessful due to bileaflet prolapse. The physician noted there was extensive native tissue, thickened native leaflets, chordal lengthening, and no issue with the annuloplasty band. No additional adverse patient effects were reported.